Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 123 mg/dl. During troubleshooting, it was found that customer also received a motor position encoder error alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to faulty component on the radio frequency board. Unable to verify motor position encoder error alarm due to motor error alarm. The insulin pump was received with minor scratched display window.